Event description:
Patient reported a concern that their blood glucose meter was not accurate after obtaining back-to-back blood test results that were over 200 points different. While on the phone with a customer service representative, the patient took three blood tests within 6 minutes and received results of 273 mg/dl, 402 mg/dl, and 142mg/dl. Additionally, three level 1 and three level 2 control solution tests were performed via telephone with the patient. One of the level 2 test results was out of the specified range. No symptoms or injury were reported, and no self-treatment or medical attention was required.

Manufacturer narrative:
Following the allegation, a review of reading logs transmitted by the affected device was performed. The alleged erratic back-to-back readings and out-of-range level 2 control solution test from the date of the event (B)(6).2023 was confirmed. Additionally, device logs from a day prior to the event ((B)(6).2023) showed back-to-back tests taken 2 minutes apart returned results 360 mg/dl and 91 mg/dl. No other back-to-back readings more than 15% apart and no other out of range control solution test results were found. The device history record was reviewed, and no non-conformances were found. In subsequent communication via telephone, the patient indicated they intend to return the affected product(s) for physical evaluation.